Event description:
The catheter was placed via the left subclavian vein with confirmed midclavicular placement. After about 25 to 30 days use, the pt developed redness from the insertion site to the shoulder and complained of pain when the catheter was flushed. When the catheter was removed, the nurse was unable to get blood return until only 8 cm remained in the pt.